Event description:
The user facility reported to olympus that upon inspection of the evis exera ii duodenovideoscope, the a-rubber was leaking. The device was returned to the olympus service center for evaluation and the customer¿s report was confirmed. Additionally, the evaluation found foreign material in the forceps elevator. This report is being submitted for the reportable malfunction of foreign material in the forceps elevator related to insufficient cleaning and handling. There was no harm or user injury, as this was identified during service.

Manufacturer narrative:
The device evaluation confirmed the customer¿s reported leak and found it was due to a cut on the a-rubber. Additionally, foreign material was observed in the forceps elevator related to insufficient cleaning and handling. Multiple components were found to be scratched/damaged. The a-rubber adhesive was detached. The insertion tube was wrinkled. The image guide was damaged/cut. The forceps channel port was dented. The grip, c-cover, and right/left and up/down knobs were dirty. The s-cover was discolored. Due to wear of the angle wire, the play of up/down knob was out of specification. Due to damage on the charge- coupled device (ccd) unit, the image had multiple black dots. Due to clogging of the nozzle, water removal ability did not meet specification. The investigation is ongoing; therefore, a definitive root cause of the identified issue (foreign material in the forceps elevator) cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that foreign material entered adhered to the elevator due to improper reprocessing. This foreign material was likely present because the user facility was not trained sufficiently on device handling and reprocessing steps in accordance with the subject device instructions for use (IFU). The root cause of how the foreign material remained on the device could not be determined. The following is included in the IFU and may help prevent the event: "if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope." Olympus will continue to monitor field performance for this device.